Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an unresponsive keyboard. The technical support specialist replaced the entire keyboard to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an unresponsive keyboard. The customer stated that issue stared letter m not responding, but later the whole keyboard is unresponsive. There were no adverse events or injuries reported based on this event.